Event description:
It was reported that an asymptomatic patient presented for routine follow up with non sustained right ventricular oversensing (nsrvo) due to post paced t wave oversensing. Programming changes were made.